Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in the spain, during the procedure the evoque valve embolized, and there was pvl and central regurgitation. Edwards received notification of an evoque valve in tricuspid position where the valve before final release was quite deep, gaining height maneuver with ds. Initially, the height was 0-5mm and lateral 5-10mm. Valve started tilting slowly after release. In the beginning septal higher than lateral. Finally the valve tilted up to 90 degrees towards the anterior septal. There was pvl and central regurgitation. On pod 2 the valve was explanted, and a mitris valve was implanted. Patient is in stable condition.

Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: analysis of images. Labeling review. Based on the complaint investigation, the complaints for malposition - valve embolizes into ventricle and central regurgitation were confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The imaging evaluation confirmed that the valve embolized into the right ventricle on the anteroseptal aspect, with observation of moderate to severe transvalvular tr. Additionally, the clinical specialists at the case stated that echo visibility during the case was challenging and the anchor spin step to confirm capture could not be performed. These procedural factors contributed to the valve embolizing into the ventricle. Due to the low position and angle of the embolized valve, the evoque valve was unable to create a seal at the native annulus and impacted the ability of the evoque leaflets to function properly, resulting in central regurgitation. Available information suggests that procedural factors (sub-optimal depth maneuvers, challenging echo imaging) contributed to the event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.